Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that a knife was not sharp during surgery and required additional force to make the cut. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: one opened 2.2 hp2 slit knife taped to a tray was received for the report of unsharp. The sample was examined per facility procedure and was found to be nonconforming with a damaged tip and cutting edges. Penetration and sharpness testing could not be performed due the damage of the sample. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. Because the exact root cause for the damaged knifes is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as damaged tip and cutting edges exhibited on the returned opened sample, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time.